Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate it. The battery pins, rear case, and power pcb were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.